Event description:
While attempting to discontinue PICC line, which was out 6 cm, clinician felt resistence after removing line an additional 6 cm. Leaking was noted on the line at the 7 cm mark. Dressing and heat applied for one hour. When dressing was removed after one hour the catheter was completely severed at the previous 7 cm leaking section. Physician notified and several attemtps made to try to remove the retained section. Retained section removed in surgery.====================== health professional's impression======================catheter resistance during removal attempt. User requesting analysis of catheter to determine if material may be causing adhesion to vessel wall.